Manufacturer narrative:
(B)(4).

Event description:
The patient reported that the device was off/disabled and no longer providing therapy. It was indicated that the patient should contact the health care professional (hcp) to schedule a replacement surgery. The was an end of service (eos). The patient "saw turned stimulation off", recharged and when they tried to turn stimulation back on they saw an eos. The patient texted the manufacturer representative (rep) who responded and indicated that they would get the patient an appointment with the hcp. The patient's pain, which the implantable neurostimulator (ins) is meant to help with, had been getting gradually worse. They went to their primary care who prescribed morphine tables but was only taking one, once a week until they started to have breakthrough in the middle of the night so they were tweaking and messing with the stimulation. This was for the past three months. The patient felt a pop in their neck when putting up lights and since they had tingling in their hands and feet. This was on (B)(6) 2015. Other relevant medical history includes spinal pain and chronic low back pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from the rep indicating that they had the opportunity to work with the patient on (B)(6) 2016 and there was no confirmation of an end of service (eos) message on the system. The patient clarified that the one time fluke was that the battery was down to zero charge. The rep worked with the patient on getting the battery charged and that after the patient was using the stimulator effectively.

Event description:
Additional information received from the patient reported that they spoke with a neurologist and technical support for their hand held unit on december 9. She reported that the neck issue was resolved and it was not related to the stimulator at all. The stimulation was checked and it was a ¿one time fluke¿. Everything was back to normal. Additional information from the manufacturer representative (rep) reported that they got a hold of the patient and she confirmed that she had seen an end of service (eos) message on her patient programmer. The patient had no new doctor appointment and would follow up with the rep when she does.